Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No unexpected restart alarm and passed error test alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating a button error on her insulin pump. The patient's blood glucose reading was 137 mg/dl. The customer stated that she started to give herself insulin, took the battery out, put the battery back in and received an unexpected restart alarm. The customer stated that the buttons were unresponsive when trying to clear alarm or access the menu options. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.